Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare representative that an rt340 breathing circuit has a leak. No patient consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare ('fph') by a healthcare facility in (B)(6). The product is not sold in the USA, but it is similar to a product sold in the USA. The 510 (k) for that product is k983112. The breathing circuit has only recently been returned to fph and an investigation is currently underway. Fph has requested further information in order to assist in our investigation of this complaint. No lot check could be performed as no lot number has been provided. We will provide a follow-up report upon completion of our investigation.